Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise. On (B)(6) 2013 multiple noise episodes were noted on the lead. The noise could be reproduced with isometrics. The physician decreased the atrial sensitivity and the noise episodes ceased.